Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the use of force against resistance would not have contributed to the reported difficulties and was likely used as a result of the difficulties experienced. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, after deployment steps were successfully performed, the lever was returned to its original position and the foot closed; however, the proglide device would not retract. More force than usual was used to pull the device out. The suture of a second proglide device was successfully pre-placed. The sheath was upsized to 16f and tavr procedure was completed. After removing the large sheath, the suture of the first proglide device came out. No tissue damage was noted. Hemostasis was achieved with the pre-placed suture of the second proglide device and some manual arterial compression, no more than usual. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.